Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received identified the patient's scs system generator was replaced and stimulation therapy restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient underwent a hip replacement surgery during which time the implantable pulse generator (ipg) was moved to a different location to gain access to the area for surgery. Reportedly, the patient's scs system was set to surgery mode prior to the procedure. However, after the procedure, the scs system patient controller (pc) displayed "cannot connect to the generator, the generator is not responding" message. The abbott representative met with the patient and attempted connecting to the generator several times, but could not establish any connection with the ipg. Analysis of the clinician programmer logs indicated the ipg was not in a bondable state and unresponsive. Surgical intervention may be necessary to address the issue.